Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent. There were atrial tachycardia (at)/atrial fibrillation (af) episodes that showed questionable noise/oversensing on the right atrial (ra) lead. It was also noted that the right ventricular (rv) lead sensing threshold measurement was below range. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.